Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: customer informed that he uses the needles for insulin application and in the batch in question a blocked needle came through the flow test and nothing came out, he said he took it to the pharmacy thinking it was a defect in the pen but they did the test with another needle from box and worked normally.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32 g 4 mm 5b xtw easyflow la was unable to deliver insulin. This was discovered during use. The following information was provided by the initial reporter: customer informed that he uses the needles for insulin application and in the batch in question a blocked needle came through the flow test and nothing came out, he said he took it to the pharmacy thinking it was a defect in the pen but they did the test with another needle from box and worked normally.